Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was giving the customer problems for a while now. The vse instrument sealed the small vessels and cauterized tissue very good. However, on the larger vessels, the vse instrument was not sealing even with two or three burns before deploying the blade. The customer tried to put the vse instrument back in the davinci tower to that power source, and it still did not seal. The procedure was completed with no reported injury. Intuitive followed up with the initial reporter and obtained the following additional information: the customer did not have any additional information. This was a general complaint and not related to specific event.

Manufacturer narrative:
The vessel sealer extend (vse) instrument has been returned and evaluated by failure analysis. Failure analysis could not verify the customer reported event. A visual inspection was done and no damage was found. A review of the logs was unable to produce no results; the instrument was used on a dv5 system. The instrument was tested on an in-house system. The instrument passed the recognition, engagement, cut and seal test. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. No product issue was found. Additionally, the vse instrument was found with a frayed snake wrist cable to be related to the customer reported complaint. The instrument was found to have a frayed snake wrist cable at the distal end. Although the cable was frayed, it did not cause the cable to become loose. The frayed cable did not affect functionality or intuitive motion. The probable root cause is attributed to component susceptibility to damage.